Manufacturer narrative:
Device remains implanted in patient. Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when add'l info becomes available.

Event description:
It was reported that approx 6-9 months post-implant of a bifurcated device and a suprarenal aortic extension, a follow-up computed tomography scan revealed a possible type iii endoleak due to separation between the suprarenal aortic extension and the bifurcated device. The physician plans to treat the patient with a secondary intervention, tentatively to be performed at mid of next month. The pt is reported to be fine.